Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The spouse of a customer reported via phone call that the insulin pump excessively alarmed no delivery during a bolus attempt. The customer's blood glucose reading was 451 mg/dl at the time of incident. The customer was advised to prime the device and insulin exited the tubing. Customer did not feel comfortable with the pump and requested a new one. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.